Manufacturer narrative:
Patient¿s birthday was not provided, 01jan1957 was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of a set missing a component was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were missing components. There was no report of patient impact. The following information was provided by the initial reporter: medication primed through the line. Nursing went to connect the tubing via the infusion pump; "check IV pump tubing" was beeping on the pump. Nursing checked the tubing and noted that the blue/ white cube piece that goes in the bottom of the pump didn't have a clear piece. Nursing unable to utilize the medication related to the medication primed in the line.